Event description:
Baxter (B)(4) received a report that an infusor leaked after filling. The device was filled with a 100 ml solution consisting of 2 ml droperidol, 74 ml saline, and 24 ml fentanyl citrates. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. The device was received with cut tubing. The reported condition of a leak was not confirmed. Visual examination of the unit showed no signs of physical abnormality that could have caused the reported condition. The tubing was reconnected and a leak test was performed by filling the infusor with red-colored water. After fill, no evidence of leak was noted on the device. After a 24-hour period of monitoring, no signs of leakage were noted on any part of the infusor device. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Baxter will continue to monitor similar reports to determine if further actions are required.